Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident was 171 mg/dl. Prior to the alarm, the customer rewound the pump and when he tried to prime the numbers rapidly scrolled and then the pump received a no delivery. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the reservoir and tubing. When he attempted to push insulin through the tubing it took him two attempts. He rewound the pump but the pump alarmed no delivery. A motor error also occurred during that rewind attempt. Troubleshooting then occurred for the motor error. The drive support cap was normal. However, the customer mentioned wearing the pump while going through a body scanner at the airport about a month ago. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was re